Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the black box and alarm history showed ¿cs012¿ alarm on (B)(6) 2017. No battery cap was returned; a test battery cap was used to complete the investigation. The pump powered on normally and was exercised for 24 hours without ¿cs012¿ alarm or any error, alarm or warning occurring during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.